Event description:
It was reported that the bd max¿ CT/gc/tv produced 3 false positive results that were later determined to be negative in a repeat test run. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter, translated from italian: "some samples that tested positive in one run were found to be negative in a repeat run using the same sample. The event occurred after use".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: after further review, this issue was found to be related to the instrument rather than the reagent. The following information has been updated: b.5. Describe event or problem: it was reported that the bd max¿ system, bd max¿ instrument produced 3 false positive results due to a drifting reader. The results were later determined to be negative in a repeat test run. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter, translated from italian: "some samples that tested positive in one run were found to be negative in a repeat run using the same sample the event occurred after use" "I confirmed that we have a reader issue. There is drifting (not thermal) as the normalizer response is moving downward across all channels on side a, I believe that there is a mechanical issue with the reader." D.1. Medical device brand name: bd max¿ system, bd max¿ instrument. D.2. Common device name: instrumentation for clinical multiplex test systems. D.2. Medical device type: ooi. D.2. Medical device catalog#: 441916. D.2. Medical device serial#: (B)(6). D.3. Medical device manufacturer: becton, dickinson & co. (Sparks). D.5. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location: becton, dickinson & co. (Sparks). G.5. PMA / 510(k)#: k130470. H.3. Labeled for single use? No. H.4. Device manufacture date: 27-mar-2014.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced 3 false positive results due to a drifting reader. The results were later determined to be negative in a repeat test run. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter, translated from italian: "some samples that tested positive in one run were found to be negative in a repeat run using the same sample the event occurred after use" "I confirmed that we have a reader issue. There is drifting (not thermal) as the normalizer response is moving downward across all channels on side a, I believe that there is a mechanical issue with the reader."

Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced 3 false positive results due to a drifting reader. The results were later determined to be negative in a repeat test run. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter, translated from italian: "some samples that tested positive in one run were found to be negative in a repeat run using the same sample the event occurred after use" "I confirmed that we have a reader issue. There is drifting (not thermal) as the normalizer response is moving downward across all channels on side a, I believe that there is a mechanical issue with the reader."

Manufacturer narrative:
H6: investigation summary the complaint alleges the bd max instrument (catalog number 441916and serial number (B)(6). Had a "false positive¿. Customer reported that they are receiving false positive results for chlamydia trachomatis on multiple lanes. Field service was dispatched. Field service renormalized reader a. On a follow-up visit, field service replaced reader a. Field service performed a successful run with the customer. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2017, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. Returned sample analysis consisted of review of database and run files. Review of run 686 shows false positive all on a side for CT. Curve analysis for raw signal on fam channel shows curves that is trending slightly downward. Review of background corrected curves on fam shows that the curves increase in a linear fashion around cycle 23 until the end of the pcr cycle. This confirmed that the positive result is false. Review of the normalizer response shows that at cycle 23, the response decrease linearly. Review of curves on lanes on a side that report negative, shows the same behavior as the curves that reported positive, but the threshold was not reached. Root cause is determined to be due to normalizer drift. Complaint is confirmed by quality review of the run file and database. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.